Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. During a cybersecurity upgrade, the pacemaker went into backup vvi mode and the upgrade was not completed. A device restoration was performed. The physician opted not to attempt the upgrade again. Patient was stable.